Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or inflator. There is 5ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is an incomplete seal between the check valve and inflation balloon. The complaint can be confirmed for deflation issues. The cause is an incomplete seal around the check valve and inflation balloon assembly. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band deflated shortly after application and inflation. There was no patient injury/medical or surgical intervention required. The procedure outcome was successful. Additional information was received on 31 may 2023: the patient procedure, prior to the use of the tr band was a heart catheterization. The amount of air injected into the tr band when it was applied was unknown. The tr band was noted to be losing air approximately 10-15 minutes after the initial inflation. Hemostasis was achieved by a second tr band. There was no patient injury. There was no damage noted, just that it loses air once inflated. The patient was in stable condition.